Event description:
Pump alarmed reading error. Pump unable to be reset. Same as prior issue with these pumps. No patient harm. Manufacturer response for infusion pump, outlook 400es (per site reporter): known issue. Manufacturer response for infusion pump, outlook 400es (per site reporter): previously reported on other devices.